Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection. Symptom of infection was having fever. It was unknown if the infection was device or procedure related. The patient was placed on antibiotics and underwent a lead pull procedure.